Event description:
(B)(6) is the initial importer of the device which is a grab bar. The device has not been returned for evaluation. We are filing this report to be timely and will submit a follow up report when we acquire additional data. The end-user fell in the shower when the grab bar allegedly malfunctioned. She suffered a displaced fracture of the right femur which required surgery.